Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging meter casing issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation:the meter involved with this complaint failed testing.the meter was found to have some thing stuck in the test strip port. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed